Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies during the visual inspection. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and cracked battery tube threads.

Event description:
It was reported that the insulin pump had an unresponsive keypad after it had been exposed to ocean water. The blood glucose reading was unknown. The customer stated that ocean water had been splashed onto the device. She observed fluid under the display screen. Advised discontinuation of the insulin pump. She declined replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.